Event description:
A report was received that after the non-device related accident, the patient's ipg would not hold a charge. Database analysis of the battery discharge revealed no anomalies. The charge profile showed signs of poor charger to ipg coupling and the charger thermistor triggering often which could delay charging times. X-ray was taken and showed negative result for any sign of malfunction. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physician preference. Database analysis was downloaded and showed no device malfunction was suspected. The patient was doing well post operatively. The explanted ipg was not returned to bsn.

Event description:
A report was received that after the non-device related accident the patient's ipg would not hold a charge. Database analysis of the battery discharge revealed no anomalies. The charge profile showed signs of poor charger to ipg coupling and the charger thermistor triggering often which could delay charging times. X-ray was taken and showed negative result for any sign of malfunction. The patient will undergo a revision procedure.